Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found. Based on the report, the reported issue was likely procedure rather than device related.

Event description:
It was reported to nevro that a patient was diagnosed with cellulitis at the pocket site. The patient was hospitalized and was treated with IV antibiotics. Patient also developed a hematoma around the midline incision where the leads were placed. Follow up report indicated that the hematoma was aspirated and there was no report of further complication. The patient is recovering well and is receiving hf10 therapy.